Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17409. It was reported that the patient presented in clinic after fainting in a non-clinical environment. Upon interrogation, it was revealed that the patient's atrial and right ventricular leads were both exhibiting noise resulting in noise reversion, along with low, out of range pacing impedance. It was further noted that the capture threshold of the patient's atrial lead was high. Programming changes were made. The patient status following intervention was not provided.